Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had buttons are harder to pressed more than once. The customer¿s blood glucose was unknown. Customer stated that insulin pump received unexplained no delivery alarm and battery less than 7 days. Customer stated that the insulin pump was rewind slower, louder had to rewind more than once per prime. The insulin pump will not be returned for analysis.